Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. Information contained in this report was previously submitted through psr on 17apr2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated assessed as surgical damage and one opening striated assessed as surgical damage, consist with use of a surgical tool, based on the device analysis the final assessment is: a striated edge broken on anterior side due to surgical damage. One opening striated curved assessed as surgical damage. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture (confirmed by CT scan) discomfort and shape change. Explant surgery has occurred.